Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to lead fracture during a device change out procedure. Lead fracture was discovered during a routine clinic evaluation. The patient was stable during and after procedure.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.